Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands on 23april 2024, it was reported that patient was hospitalised due to high blood glucose level. The patient was treated with intravenous insulin infusion (IV injection drip). Patient was feeling flu like during the day. No further information available.